Event description:
Customer received the following mobile/compact plus system results within 10 minutes of each other: 1) 19.2 mmol/l and 5.6 mmol/l 2) 15.8 mmol/l and 6.4 mmol/l 3) 32.9 mmol/l and 11.7 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278278, expiration date 04/30/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.